Manufacturer narrative:
The system was serviced in the field and passed all tests. No failures were found. The representative was unable to duplicate the issue. They looked through the logs and saw the machine had been on since 0000. They continued to investigate and found the machine had been on for over 4 days. It was noted that a reboot would correct the issue they were reporting. The battery issues/charging/power issues were not seen during the checkout. The rep could not see anywhere in the logs where there were any battery, charging, or power issues. (B)(4) are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was not booting up correctly and the system was not charging the batteries. This was second hand information, no further details were available at the time. This was noted upon taking the unit out of storage. Multiple reboots were being attempted and it was unclear if a resolution was achieved or what the end users were seeing to report these issues. No patient was present.